Event description:
It was reported that the glenosphere retaining screw broke during surgery. The tip of the retaining screw broke off while attempting to screw it completely into the taper. Surgeon chose to re-introduce the remainder of the screw into the taper and was able to get some torque from it, so it was concluded that it had performed its intent of a secondary locking feature.